Manufacturer narrative:
Investigation summary: in response to the event reported by your facility a device history review was conducted for lot number 1139467. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. Bd will continue to monitor this issue and encourages you to submit your sample for review.

Event description:
It was reported when using the bd intima-ii y 24gax0.75in ss prn slm npvc, the device experienced catheter / connector / hub not able to connect to the mating component. The following information was provided by the initial reporter. The customer stated: on (B)(6) 2021, the nurse in charge was preparing intravenous infusion with indwelling needle for the patient. After opening the indwelling needle, it was found that the positive pressure connector was damaged and the infusion set could not be connected normally. The new indwelling needle was replaced immediately. (B)(4).

Manufacturer narrative:
Investigation summary: in response to the event reported by your facility a device history review was conducted for lot number 1139467. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. Bd will continue to monitor this issue and encourages you to submit your sample for review.

Event description:
It was reported when using the bd intima-ii y 24gax0.75in ss prn slm npvc, the device experienced catheter / connector / hub not able to connect to the mating component. The following information was provided by the initial reporter. The customer stated: on (B)(6) 2021, the nurse in charge was preparing intravenous infusion with indwelling needle for the patient. After opening the indwelling needle, it was found that the positive pressure connector was damaged and the infusion set could not be connected normally. The new indwelling needle was replaced immediately. (B)(4).